Manufacturer narrative:
Concomitant medical products: product ID neu_obturator_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Please note this report captures the replacement carrier that was found to be cracked upon opening. Please see manufacturer report # 3007566237-2014-02949 for information regarding the initial carrier that broke during use.

Event description:
It was reported that during tunneling, the clear plastic material that passes through the center broke or was somehow cut off. There was no issue when it was first used but it broke while it was passing through the relay point following the first one. This event occurred during operation. The physician stated a carrier was opened to replace the first one and it wasn't broken but a crack was confirmed in a similar place as the broken place in first one. It was stated that there were no health hazards to the patient and it was stated there were moderate health hazards to the patient. It was later reported that the device was used in the patient and there was no issue for the patient. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Device evaluation: analysis found ¿the obturator was intact, but stress marks were observed at the injection mold gate.¿ it was noted ¿the obturator was bent in the normal location when used in a tunneling tool.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.